Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
New information received notes undersensing was also observed. It was suspected that the lead dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient.

Event description:
It was reported that noise, low, out of range pacing lead impedance and variable sensing were noted. Lead remains implanted. Patient will be routinely monitored.